Event description:
The negative results for all targets were reported.

Manufacturer narrative:
Although requested, the data for the alleged sample could not be provided by the customer. As data could not be provided or analyzed, the root cause of the allegation could not be identified. B5: added that the negative results were reported.

Manufacturer narrative:
As the investigation is still ongoing, a supplemental report will be filed upon the completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated positive results for sars-cov-2 and influenza b (negative influenza a). The same sample was retested on a different cobas liat which yielded a negative result for all targets. The initial positive results were not released. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.